Event description:
It was reported that during priming with one (1) unit of prismaflex m150 set, an external fluid leakage was observed. It was further reported, water in the tube leaked due to the damaged tube. The set was replaced. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The actual device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed leakage from the access line. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.